Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Extractor shaft has broken away from its handle. This case has been reported by the loan kit technician during loan kit inspection.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Examination of the returned product confirmed the reported breakage. Visual examination confirmed the rod component and handle component are disassociated at the weld. A previous investigation has been conducted for this failure and the root cause of the occurrence was determined to be process related. In order to prevent failure at the weld between the rod and handle, the welding process at the supplier has been updated from a laser weld process to a tig weld process. The change went into effect at the supplier in june of 2009. The current returned device was manufactured in april 2009, prior to the supplier corrective action in june of 2009. No additional corrective action required. Monitor complaints through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.